Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: outside of the fallopian tube') and genital haemorrhage ('gen. Abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted :type of test: transvaginal ultrasound (tvu). Concomitant products included levonorgestrel (mirena) since 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("pain:pelvic/ abdominal/ abdomen"), pelvic pain ("pain:pelvic/ abdominal /chronic/ pelvis"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraine, migraines / headaches"), bacterial infection ("bacterial infection/infection (other) describe: bacterial,"), ovarian cyst ("right ovarian cyst/reproductive system disorder or condition type of disorder or condition: right ovarian cyst,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and complication of device removal ("other injury(ies) or complication please describe: essure device still retained in left tube"). The patient was treated with surgery (hysteroscopy with partial removal of essure device). At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, abdominal pain, pelvic pain, dysmenorrhoea, headache, migraine, bacterial infection, ovarian cyst, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The reporter considered abdominal pain, bacterial infection, complication of device removal, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 2010 (as per pfs), (B)(6) 2010 (as per ppf). Plaintiff received treatment for pain, bleeding, injuries/symptoms. Removal details: a grasper was placed through the hysteroscope and gently used to pull light traction on device to improve visualization of device in order to determine if iud. Upon this light traction, rings were deployed and device was partially removed. Upon thorough inspection, device appeared to be essure device. Scissors were then introducted through the hysteroscope and cut device a few millimeters from ostia. Free end was then removed. Rest of device was kept in place. No active bleeding was seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. X-ray - on an unknown date: essure coils in left tube with no iud seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Added event migration/migration of essure device location of device: outside of the fallopian tube, gen. Abnormal bleed, apareunia, pain: pelvic/ abdominal, dysmenorrhea (cramping), headaches, migraine, migraines / headaches, bacterial infection/infection (other) describe: bacterial, right ovarian cyst/reproductive system disorder or condition type of disorder or condition: right ovarian cyst, abnormal bleeding (vaginal, menorrhagia), other injury(ies) or complication please describe: essure device still retained in left tube. Concomitant drug was added. Reporter's information was added. Patient's demographics was added. Date of insertion was updated. Date of removal was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.